Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 9 7754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. (B)(4)

Event description:
The manufacturer representative reported via the patient that following a lead revision and implantable neurostimulator (ins) replacement in (B)(6) of 2015 that the stimulation was not helping and was not in the right location. The adaptive stimulation was jolting the patient so they requested it be turned off. This was occurring when the patient was walking and stopping but resolved when they changed positions. Upon interrogation it appeared that the settings were higher in different positions; upright at 8.0v and mobile at 9.2v. Reprogramming could only produce stimulation at the inside of their legs instead of the back. As a result, two high definition groups were added; group f at 190us and 660hz and group g at 800 us and 300hz. No further interventions were planned. The patient was going to try out the new groups and see if it helped them. Indications for use are as follows: 903 spinal pain 043 failed back surgery syndrome.